Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu to perform failure analysis (fa). Fa was able to confirm issue via system logs and reproduce the issue when the unit was placed on an in-house system and was run in normal mode. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the site was experiencing a u-02 error on the integrated electrosurgical generator unit (iesu). The site performed a power cycle along with a hard power cycle, but the error was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended bringing in another vision side cart (vsc). The procedure was converted to a traditional laparoscopic surgery with no reported injury.